Manufacturer narrative:
(B)(4). On 14 mar 2018, arjo received a customer complaint related to a maxi sky 440 ceiling lift. As per customer's description the lifting strap broken in two pieces during transfer of the resident. In result, (B)(6) female fell to the floor and was hit by the ceiling lift. As a consequence of the fall the resident sustained two broken toes on right foot, a bruise on the right foot and left shoulder. The injured required medical intervention. The customer was visited by arjo representative on 15 mar 2018. During an inspection of the involved device the reported malfunction was confirmed. The lifting strap was frayed on the edges and ruptured. Based on the collected information, we (arjo) have been able to establish that this particular complaint was related to lack of inspection and lack of maintenance of the lifting strap. The strap with frayed edges should be detected, withdrawn from use and replaced. As per device instruction outlined in device instruction for use (IFU 001.16000.33 rev.11): before attempting to use the ceiling lift, the strap should be inspected for any signs of wear, frays, loose threads or other damage; every two months the strap should be completely unwind and passed through visual inspection (i.e. Edge wear); every two years the strap shall be replaced. If the IFU and the correct procedure of device inspection would have been followed, the event would have been avoided. When reviewing similar reportable events registered in the last 5 years for maxi sky 440 ceiling lift, we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. In summary, the device was being used at the time of the event and played a role in the reported incident. The strap detached and from that perspective, the system was not up to the manufacturer's specification at the time of the incident. The inspection/maintenance error having occurred. The complaint decided to be reportable because the adverse event occurred.

Event description:
On 14 mar 2018, arjo received a customer complaint related to a maxi sky 440 ceiling lift. As per customer's description the lifting strap broken in two pieces during transfer of the resident. In result, (B)(6) female fell to the floor and was hit by the ceiling lift. As a consequence of the fall the resident sustained two broken toes on right foot, a bruise on the right foot and left shoulder. The injured required medical intervention.